Event description:
It was reported by the customer that the head end jack was stuck in the raised position and could not be lowered. There were no patient involvement or adverse consequences reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.